Manufacturer narrative:
Additional information: d3, g1 h10: the customer stated on 18mar2021 that the test base with the reagent pellets was not used for the test and generated positive results. The test was repeated using a new test cartridge but the sample swab that has been dipped into the received sample in the first test is dipped back into the new receiver sample. That generated a negative result. There is a difference between the results of the first test and the second test from the same sample of patients. Additionally, information on how to carry out the test procedure correctly has been conveyed to the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m133272 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m133272 and test base part number 190-430 / lot m133272 were reviewed. This lot met the required release specifications. Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed (B)(6) 2021. The customer reported an invalid result followed by a positive result on a nasopharyngeal swab with the ID now covid-19 assay. The customer reported that the test base only contained a small amount of reagent pellets. Repeat testing was performed using a new test base cartridge containing reagent pellets. The customer did not use the same sample receiver or take a new sample, but instead reused the previously tested patient swab in a new set of cartridges. The second test result was negative. The lab released negative test results. No confirmation testing was performed. The customer confirmed there was no death, serious injury, or delay or impact to patient treatment based on the ID now covid-19 assay results. No further patient information, including symptoms, treatment, and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Additional information: h10: a review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is 0.013%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m133272 showed that the complaint rate is 0.002%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.